Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar cautery instrument was analyzed and found to have missing electrical contacts due to the broken tube adapter. The missing electrical contacts measure 5 mm and were not returned. The instrument was found to have a detached fragment. The detached fragment was from the broken instrument tube adapter and was not returned. The detached fragment measures approximately 3.93 mm x 5.71 mm in size. The instrument was found to have one or more of the housing snaps broken. The broken piece was returned, measuring roughly 2.75 mm x 7.20mm in size. The housing snaps are located within the proximal end of the instrument and secure the housing to the instrument chassis. Four tabs appear to be broken as well and detached from the housing. The complaint was confirmed by failure analysis. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use. The probable root cause is attributed to damage during use or reprocessing. Damage can result from mechanical impact, such as an accidental drop of the instrument. Improper cleaning during reprocessing, such as prolonged exposure of the instrument to harsh cleaning agents, can lead to cracking and subsequent breakage.

Event description:
It was reported that during central processing, the monopolar curved scissors instrument had a broken tip. No known impact or patient consequence was reported.